Manufacturer narrative:
(B)(4).

Event description:
The patient reported not getting pain relief from the stimulator after a while, so she stopped using it, and the battery eventually died. The patient reported her doctor removed the battery because she had lost a lot of weight and it was causing irritation issues. Additional information received from the patient reported that the device just seemed less effective as time went on, even with reprogramming. Eventually the patient had to turn it up so high to get any effective relief that the "cure" hurt as bad as the original pain, so the patient stopped using it. The battery died from non-use. The patient was having problems with the skin over the battery because she lost a lot of weight, so the patient asked the doctor to remove the dead battery. The patient did not want everything removed because she had not given up on it and thought she might have a battery installed again in the future. The patient noted that after about a year of the stimulator being put in, she had an increase in sensation in her leg (lost sensation from injury returned). She had read about this happening to other people and was afraid if the lead was removed that she would lose that regained sensation. Indication for use included rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
(B)(4).